Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the hand piece blade would not spin and the motor drive unit made loud noises. The hand piece was replaced and the same event occurred. A second motor drive unit, and a third hand piece were used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Insufficient drive of disposable - conclusion: the actual device involved in this event was returned for evaluation. The evaluation was unable to duplicate the customer's reported symptom. The evaluation verified that the unit performs according to procedure. At no time did the disposable stop driving or did the motor make loud noises. The power supply 24vdc output was checked and a stall test was performed per test procedure. Internal inspection revealed no loose hardware or electrical connections. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2008-00423 and medwatch 2210968-2008-00424. The same patient is represented in each medwatch.